Manufacturer narrative:
Patient information was requested, however only the gender was reported.

Event description:
It was reported to gore by conmed (cen 5111) that a gore® viabil® biliary endoprosthesis was implanted in a patient during an ercp procedure. It was reported the device migrated eight weeks later. It was reported the stent moved up into the duct and was no longer transpapillary. Additionally, it was reported the patient was seen on (B)(6) 2019 for stent management when it was observed the stent had migrated approximately 5-7 millimeters proximally.

Manufacturer narrative:
A2: patient age was reported. It was reported that it is unknown whether the stricture had previously been treated. It was further reported the device migrated proximally, about 1.5cm into the bile duct. Per the viabil instructions for use: hazards and adverse events complications associated with the use of the gore® viabil® biliary endoprosthesis may include complications associated with other biliary endoprostheses, including but not limited to: endoprosthesis misplacement, endoprosthesis migration, endoprosthesis fracture, obstruction of branch ducts, bleeding due to vascular erosion, and endoprosthesis occlusion due to biofilm/sludge formation, extrinsic compression or tumor overgrowth at the endoprosthesis ends.